Event description:
Info received indicates the nurse call is not functioning from the bed.

Manufacturer narrative:
The tech found the membrane switch for the nurse call on the right siderail was damaged. The tech replaced the membrane to repair the bed.